Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the atrial channel. Additionally, undersensing and muscle stimulation was observed. An x-ray revealed damge to the lead. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.